Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt with pseudarthrosis of distal humerus had three previous operations. Indication material removal, decortication and new osteosynthesis with iliac cortico cancellous bone graft. Surgeon unable to remove the material because screws blocked the plate. Pliers were used to break the plate and remove the remaining screws by "tearing" and without bone damage. A decision was made to suspend the operation after 2 hours of tourniquet and carry out graft and osteosynthesis at a later date. The second operation occurred 6 weeks after without issue. This is the 1st of 2 reports submitted on this event.